Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package around a bd angiocath¿ plus IV catheter was not sealed, causing a sterile breech. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: four photos were returned for investigation. Opened seal was observed in the returned photos. 2 actual samples in opened packaging were returned for investigation. Our quality engineer inspected the returned units and confirmed the reported observation of opened seals. However, there was an indication of adhesive transfer from the top web to the bottom web on the opened seal area. This implies that the sealing process was completed in the manufacturing facility. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The source of the defect could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.